Event description:
It was reported that during a total laparoscopic hysterectomy, the blade tip broke off outside of the patient. The case was completed with another device. There were no patient consequences to report.

Manufacturer narrative:
(B)(4).